Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. Upon evaluation, the q1 current controlling transistor was internally shorted. The cause of the inability to charge a battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A distributor contacted zoll to report that a patient's charger/modem was not charging the batteries properly.